Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm epic valve was selected for implant. Post procedure, valve insufficiency was observed and the physician noted a prolapsed leaflet. The same day, the valve was explanted. Additional information has been requested.

Manufacturer narrative:
The reported event of a prolapsed leaflet could not be confirmed. No anomalies were found with the valve cusps, including no prolapsed leaflets, and functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm epic valve was selected for implant. Post procedure, valve insufficiency was observed and the physician noted a prolapsed leaflet. The same day, the valve was explanted and exchanged for a 25mm perimount valve. The patient is reported to be stable.